Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.

Event description:
In 2006 pt had 1" head laceration closed with dermabond(r) topical skin adhesive. Three days later, pt had a fever of 101 and was placed on IV antibiotics (clinedamycin) for a suspected infection at closure site. Product was removed at that time. Pt was discharged from hospital on an unk date.